Event description:
It was reported that prior to starting a davinci si surgical procedure, the customer noted that the mega suture cut needle driver instrument's cable was sticking out at the end. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be frayed at the distal idler pulley. The frayed strands stick out at the wrist. Other cables at wrist were not damaged. Additional observation not reported by site was a derailed cable. Same grip close cable that was frayed was also found to be derailed from the distal idler pulley. The grips were able to open and close, but their movement could not be precise. Evidence not conclusive, but cable derailment was likely due to cable losing contact with pulley during wrist articulation. Derailment likely contributed to the fraying cable. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.